Event description:
Ventricular double counting after a vs. Rv lead integrity warning on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).